Manufacturer narrative:
Continuation of d10: product ID 977d260, serial# (B)(6), product type screening device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that there was no device issue, patient/therapy issue. There was a procedure issue that that is that the doctor unintentionally accessed the intrathecal space and caused a csf leak. The trial did help with pain relief in the complaint area of the lower extremities approximately 75%. All product was in tact upon removal with no compromised electrodes or leads. It is assumed that the patient not feeling well, being sore, experiencing terrible headaches, and general discomfort was a direct result of the doctor unintentionally compromising the intrathecal space during the trial lead placement resulting in a csf leak. No other factors, external/environmental/patient factors or otherwise, are suspected in causing these symptoms as described by the patient. No troubleshooting was necessary in regards to the trial. Pain relief in the complaint area was relived approximately 75% along with physiological improvements upon the first programming setting. No intensity changes or program changes were made during the trial. The patient was admitted into the hospital and was given a blood patch after a couple of days. Pt will be placed on bed rest until symptoms resolve. The patient is in the process of recovery.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# (B)(4), product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 04-feb-2027, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. The reason for call was caller stated they patient's trial started (B)(6) 2023 but when caller contacted patient the next day, patient reported they weren't feel well and were sore. Caller spoke with patient again on (B)(6) 2023 and patient stated they had a terrible headache, were at the ER and were being admitted. That same day, it was determined there was a csf leak so the plan was to do a blood patch for the patient but a few hours later, it was decided not to do a blood patch. Patient's head was sore throughout the weekend, was put on bedrest and pain meds and then a blood patch on done on (B)(6)2023. Caller saw patient in clinic today and patient reported their head was still pounding from spinal headache and they were very uncomfortable. Regarding the trial, patient received pain relief, everything was intact with the system and trial components were removed and discarded today. Caller stated the the physician was aware of the situation and refused to do a blood patch for several days because they believed it would interfere with the trial. Troubleshooting was not required.